Event description:
It was reported that the "battery does not last", resulting in the pump shutting off three times a month. There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.